Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a high blood glucose event. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Customer also reported that the insulin pump menu was scrolling. Button error troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of in the 500 mg/dl and treated. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.